Event description:
It was reported that the catheter had leaked. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.